Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause of reported insufflator gas leak sound could not be determined, however, the issue was likely the result a faulty primary pressure reducer/regulator unit. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the insufflator was producing sounds of gas leakage. The issue occurred during routine inspection. There were no reports of patient involvement.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.